Event description:
It was reported via e-mail that customer experienced high blood glucose of 425 mg/dl and treated with food. It was also reported that customer had to change set every two days. Customer declined transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.